Event description:
Smith and nephew endoscopy division was notified of an arthro-pierce, 35 degree up, piercer grasper instrument in which the functional tip broke from the device during a bankart repair. The broken piece was retrieved and removed from the patient. There was a delay in the procedure of approximately one hour. No patient injury was reported.